Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to pump malfunctioned, got a no delivery, had bent cannula and high blood glucose on september.10.2017 with blood glucose of 347 mg/dl. The customer reported that sensor read 233 mg/dl and meter read 399 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated by admitting in hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the dat test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected no delivery alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, scratched around casing and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.